Manufacturer narrative:
Concomitant medical products: product ID tm91scs (serial: (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they can't get their stimulator to shut off. Patient stated they wanted to turn stim off because their leg and foot were so tight, but they couldn't get the handset to connect to the communicator. Patient mentioned that they cannot get the handset to power off and that this morning the handset screen has just been circling. Patient noted they didn't think the device was working and that they were not happy with it; patient added that they had their 6 month follow-up coming up. Agent attempted to walk patient through resetting communicator and restarting handset, but patient was unable to successfully connect to handset. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.